Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify compromised force sensor alarm in the alarm history due to constant motor error alarm during rewind. Unable to perform all functional testing including the displacement, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to motor error alarm. Pump received with minor scratched lcd window. (B)(4)

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 172 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and when customer attempted to complete rewind process a motor error alarm was received. There were no motor position encoder error alarm. Insulin pump passed displacement test. Customer was advised that insulin pump would need to be replaced.